Manufacturer narrative:
Additional information was received on (B)(6)2021. It was reported that the gender of the patient is male. Therefore, the field ¿a 3. Gender-male¿ has been populated on this report. Response was received on (B)(6)2021 and it was reported that the physician¿s opinion on the cause of this adverse event is that it may be a product malfunction. The patient¿s condition has improved. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) initially, the device status was reported as discarded; however, the correct status is that no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Therefore, the following fields have been corrected: h3. Device evaluated by manufacturer ¿ from ¿not returned to manufacturer¿ to ¿no¿ h3. Reason for non- evaluation ¿ from blank to ¿other¿ h6. Type of investigation ¿ from¿ device discarded (b18)¿ to ¿device not returned (b17)¿

Manufacturer narrative:
(B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30422981m number, and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter (afl) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. No device deficiencies nor immediate patient consequences were reported. Post-procedure, about ten minutes after returning to the patient¿s room, the blood pressure dropped to 50 units, and a cardiac tamponade was confirmed by echocardiography. Pericardiocentesis was performed to drain 340cc of blood from the pericardial space. After that, the patient was returned to the general ward and the hemodynamics seemed to be stable. There was no indication that prolonged hospitalization was required. The physician does not know whether the adverse event happened during the procedure, and he does not know the bleeding point. The physician did not attribute the causality of the adverse event to a biosense webster, inc. Product malfunction. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.